Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) to report that the patient's onetouch ping meter was initially powering off during use and currently no longer powered on. The complaints were classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the reporter by phone to obtain additional information. It is not known when the subject meter began to power off during use or stopped powering on. The reporter informed the cca that the patient manages her diabetes with an insulin pump. It is not known if any changes were made to the patient's usual diabetes management regimen due to the alleged meter power issue. At the time of the call to lfs, the cca noted that the patient's mother mentioned the patient had developed symptoms; however, was unsure if the symptoms were related to the power issue with the subject meter. It is not known what symptoms the patient developed or is it known when the symptoms started. The reporter claimed that the patient tested her blood glucose on another device (onetouch ultramini meter) on (B)(6) 2012 at 8:30pm, but did not recall the reading she obtained. The patient's mother informed the cca that the patient self administered a 14 unit bolus within the same time frame she had tested with the onetouch ultramini meter. At the time of troubleshooting, the cca noted that the subject meter's battery was replaced; however, the power issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient was treated for hyperglycemia potentially after the alleged meter power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.